Event description:
It was reported that the pump battery could not be charged. Pump eventually shut down, causing inability to turn pump back on even when different charging supplies were tried. There was no adverse impact to the customer¿s blood glucose level. Customer was advised to use multiple daily injections as backup insulin therapy and provided replacement pump.